Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 069 service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: during the investigation, a ¿cs69¿ alarm was reproduced at power up. The pump was unable to recover from the cs69 alarm after a reboot. The ¿cs69¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs69¿ failure was written as a ¿cs87¿ failure in the black box. The alarm history showed evidence of cs087 alarms. The error was resident to the flash chip (u39). Unrelated to the original complaint, the cartridge compartment was cracked at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.